Event description:
It was reported that a patient underwent a cervical spine procedure on (B)(6) 2013 and a drain was inserted. On (B)(6) 2013, the patient complained that the drain was broken. The drain was broken outside of the patient body. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). One piece of a 10fr drain broken at the tube-flutes passage area was received. The device was visually evaluation. The broken surface is uneven and looks as if the drain broke following some mechanical damage. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.